Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate high voltage shocks for atrial fibrillation. The patient received shocks for a rhythm that was incorrectly detected as ventricular fibrillation due to sensing channels not matching. The rhythm broke after the third shock. Declined sensing amplitude, declined pacing lead impedance, and loss of capture were observed. The patient experienced an atrial arrhythmia from the shocks. A chest x-ray identified the competitive ventricular lead wrapped around the device. The lead was repositioned using sutures. The device was deactivated and the patient was converted to sinus from atrial fibrillation. The patient condition is stable before, during, and after the procedure.